Manufacturer narrative:
(B)(4) - device 2 of 3.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced 3 infusion set tubing detached from connector on (B)(6) 2024. Patient replaced infusion set and resumed insulin deliveries successfully. No further information available.